Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring additional stenting. Device issue: no device malfunction has been reported. It was reported, via a trial, that the index procedure was done on (B) (6) 2007. During the procedure a 2.5 x 28 mm xience v stent was deployed in the mid left anterior descending (lad) lesion. There were no device issues or patient effects noted at the time of the index procedure. However, on (B) (6) 2010, the patient presented with chest pain or angina equivalent. Revascularization was done on (B) (6) 2010, and the mid lad (target lesion) was treated. The outcome of the adverse event was continuing. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported patient effects of restenosis and angina are listed in the product instructions for use as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.